Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device was received partially deployed with the needle exposed beyond the needle well. The linkage assembly was seen through the top housing as fully retracted. Inspection of the needle mechanism found the hard cannula was not seated in the slide retract. It was not seated due to the damage observed on the slide retract, which prevents it from properly seating. This indicates that the hard cannula was incorrectly installed, which can be determined as the cause of the needle not retracting. Furthermore, the exposed needle due to the incorrect installation can be determined as the cause for the reported skin condition irritation. The formed needle was inspected and found to be bent. Although the damage was observed on the formed needle, the timing and cause of the damage could not be conclusively determined.